Event description:
During diagnostic and interventional procedure, it was discovered that a previously placed stent from approximately three and a half years ago, was dislodged and had migrated into the aorta. The stent did not adhere to the vessel wall as intended.